Manufacturer narrative:
Initial and final MDR 1887350 - MDR 3003442380-2024-06747 - device 2 of 4. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that four infusion sets were leaked at the site on (B)(6) 2024. The infusion set in use around 2 days. The customer's blood glucose at time issue was noticed goes up around the 300 range. The customer resolved their issue currently by using multiple daily injection (mdi) in the past he would change infusion set and it would lower his blood glucose. No further information available.